Manufacturer narrative:
Additional information has been provided in d3 and g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1, d2a, d2b, h3 and h8. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the system self check failure alarm was due to defective purge unit driver.

Event description:
The complainant reported that subsequent to performing preventative maintenance, the automated impella controller had a system self-check failure upon start up. There was no patient involvement.

Manufacturer narrative:
Section a has been left blank intentionally as there was no patient involvement. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.